Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a door 1 at tower 1 cannot be opened. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer cleaned all door latch connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.